Event description:
Covidien received information stating that during patient use, the 'leak increased' alarm was not audible. The alarm lamp was observed to be blinking. The patient was manually ventilated and then transferred to another unit. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).